Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm distally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and microscopic examination was performed on all blades and pads present of the device. A blade segment measuring approximately 2 mm long was found to be lifted from its pad. It was still attached to the remaining section of blade. The remaining section of blade was undamaged and fully secured in its pad. The complete pad of the blade remained fully bonded to the balloon material. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual and tactile examination found no kinks or damage to the hypotube of the device. A visual examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 3atm. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 3atm. There were no patient complications reported.